Manufacturer narrative:
Trackwise ID (B)(4). Corrected sections: b-1, b-3, b-4, b-5, d-1, d-2, d-2b, d-3, d4, d-8, d-10,e-1, e-2, e-4, g-4, h-1, h-3, h-5, h-6, h-10 to blank . Updated sections: g-4, g-7, h-2, h-10, h-11. Please close this complaint: the customer found out it was not working/getting energy, due to an old adapter. The customer attached a new adapter to the power supply. This item is working properly now and will not be returned.

Event description:
Please close this complaint: the customer found out it was not working/getting energy, due to an old adapter. The customer attached a new adapter to the power supply. This item is working properly now and will not be returned.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply possibly no energy.